Event description:
A peritoneal dialysis (pd) register nurse contacted (B)(6) customer service to report a 10-803b-0 nitrile exam glove large. Register nurse (B)(6) stated that the patient had an allergic reaction to the (3) large nitrile gloves that she received on 7/3 from denote (B)(4) and order (B)(4). Register nurse stated that they had to give the patient prednisone for the allergic reaction. This report reflects information received by FDA of a form of a notification per 803.22 (b)(2).